Manufacturer narrative:
Since the device is not available for investigation, a lot history review will be performed. A follow up report will be provided with the results of the lot history review. (B) (4), (B) (4).

Event description:
A clinical incident involving a labralock-p (om-3500) was reported to arthrocare corporation. It was reported that during a s.l.a.p. Repair, a portion of the tip of the inserter remained in the patient's bone. During the procedure it was observed that the om-3500 did not deploy correctly and the physician decided to pound the implant into the bone. As a result, the tip of the inserter was also implanted. The physician was unable to retrieve the tip of the inserter.